Event description:
No additional informaiton provided.

Manufacturer narrative:
1. DHR/bhr review lot#4081478 1-this batch of products were assembled at (B)(4) in may 2024, and packaged at (B)(4) package line in may 2024. Work order quantity was (B)(4) ea. 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 2. No defective sample and photo have been received for the complaint. 3. Check the retained samples of this batch, no foreign matters are found. Please see attachment for the inspection report. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormalities are found in the process and retained samples, and no similar complaints have been received from other hospitals about this batch of products. As the status and composition of the stains on the surface of the indwelling needle cannot be confirmed, the root cause of this defect cannot be determined. The plant will continue to pay attention to and monitor such defects.

Event description:
It was reported that bd intima-ii 24gax0.75in prn slm had foreign matter . When unsealing a new indwelling needle when replacing an indwelling needle for a child, a 2-cm-long transparent hair was found at the tip of the new indwelling needle, and the needle was replaced.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.